Manufacturer narrative:
H4 device mfg date: the reported lot# 4202473 was not found for the reported catalog# 101/850/090cz in the system; therefore, the manufacturing date could not be confirmed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plastic seemed to be ¿thinner¿ than normal and easily got scratches from cleaning or usage. The event occurred post procedure with no patient involvement or harm/adverse event reported.

Manufacturer narrative:
Investigation summary: two used, decontaminated samples were returned for investigation. Under visual inspection we noticed that inner cannulas were cracked / damaged. Affected inner cannula is a disposable device which is regularly cleaned by customer and therefore it shall be replaced based on its condition. Inner cannula wall thickness is a dimension which has direct impact on inner cannula durability. Therefore, these dimensions were measured: 1. Sample: 0.40mm, 0.42mm, 0.39mm, 0.43mm, average 0.41mm. 2. Sample: 0.41mm, 0.41mm, 0.40mm, 0.42mm, average 0.41mm. All results were found to be within drawing specification. Average wall thickness measured at four points around mid-section of inner cannula should be greater than 0.4mm with a minimum individual measurement of 0.35mm. Investigation results indicate that it is most probable that the reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.